Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the bypass tube was already detached. The following information was provided by the user facility: the bypass tube was already detached from the carrier tube tip and the anchor was exposed when the poly-foil pouch was opened; the pouch was opened on a clear and flat surface all the way from the arrow side to the end; the device was not used and a new device was used to achieve the hemostasis; the physician had completed the training process on the device prior to this case; there was no obstacle that prevents from opening the pouch; the puncture site was proximal to the inguinal ligament of the right common femoral artery and the size of the sheath ancillary used was 6 fr.; and there was no reported health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the device evaluation. One used 8fr angio-seal sts device was received for product analysis. Only the carrier tube assembly, polyfoil pouch and the plastic shipping package were received. The poly foil pouch was partially opened with a blood like substance found on the inner lumen. The carrier tube assembly had the anchor exposed and the bypass tube detached. There were no gross anomalies noted with the anchor, carrier tube or by pass tube. Dimensional analysis was then employed to identify if there were any defects with the by pass tube. The length of the bypass tube measured 0.659"; the inner diameter was measured to be 0.109"; the outer diameter was measured to be 0.137" all measurements were within specification. The complaint could be confirmed for a detached bypass tube since the bypass tube was not found adjoined with the carrier tube assembly. The bypass tube may have become dislodged from the distal tip of the carrier tube as the partially opened polyfoil pouch may have contributed to the dislodgement of the bypass tube as the user removed the carrier tube assembly from the packaging. The IFU stresses the need to properly open the polyfoil pouch. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.